Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had not had the device checked for some time, so when the device was first checked, the software upgrade was prompted. The upgrade was approximately three quarters complete when the field representative noticed a pop-up message stating 'unable to communicate with device'. The field representative tried to scan for the device again and it was not found with the programmer. The field representative replaced the programmer wand and was still unable to communicate with the device. The field representative then checked the device by applying a magnet and tones could be heard. Boston scientific technical services (ts) suggested a magnet reset. The field representative did a sequence of 60 on and then 60 seconds off for 2 seconds, but could not hear the alternating tones. The field representative then tried scanning for the device again and was unable to communicate with it. While ts was transferring an s-ICD expert on the line, the field representative was finally able to communicate with the device. There were no error codes and it appeared the software upgrade had installed successfully. Smart pass feature was enabled. Ts had the field representative end the telemetry session and re-interrogate the device. No further issues occurred and no changes were made with the device settings.